Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented symptomatic from competitive atrial pacing, inappropriate. No intervention or reprogramming had been reported.